Event description:
Customer reported that the insulin pump alarmed button error and battery out limit. Customer was cleaning the bathroom at the time. Blood glucose value is 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.